Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inspiratory and expiratory check valves were replaced.

Event description:
The hospital reported an inspiratory reverse flow alarm causing elevated co2. There was no report of patient involvement.